Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter product ID 8709 lot# serial# (B)(6) implanted: explanted: (B)(6) 2020 product type catheter h3: analysis of the pump revealed no anomaly. As per the logs, the pump administered baclofen with concentration 2000.0 mcg/ml at a dose rate of 383.3 mcg/day as of (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-14, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the skin over the patient's pump was thin and the pump dehisced / eroded through the skin. The environmental, external, or patient factors that may have led or contributed to the issue was "skin over pump thinned". A pump and catheter replacement was scheduled for (B)(6) 2020. The issue was not resolved at the time of this report.

Event description:
Additional information was received from a healthcare provider via saol therapeutics. The patient¿s medical history (prior to the use of lioresal) included severe prematurity causing spastic cerebral palsy. Concomitant medications were noted as not applicable. The patient¿s height was 5 feet and 0 inches, and their weight was 120 pounds. The patient¿s race or ethnicity was described as japanese / caucasian. The patient had started using lioresal when the very first pump was implanted in 2002. The patient was receiving lioresal with concentration 2000 mg/ml at a continuous rate via an intrathecal baclofen pump. The lot number of the lioresal was #62769801, the expiration date was 2020-(B)(6) . The indication for use regarding lioresal was spastic cerebral palsy. The skin over the pump having became thin was described as having occurred sometime before -(B)(6) of 2020. The pump dehisced and eroded through on 2020--(B)(6) . The patient was admitted on 2020--(B)(6) and discharged on 2020--(B)(6) . The admitting diagnosis was dehiscent pump wound. The patient had been referred to a plastic surgeon. The entire hardware was removed and replaced on the contralateral side. Implantation had occurred on the right side. Lioresal was not discontinued. As per the manufacturer¿s device registry, the pump was explanted and replaced on 2020--(B)(6) . The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Continuation of d11: product ID 8578 lot# serial# -(B)(6) implanted: 2020--(B)(6) explanted: product type catheter product ID 8709 lot# serial# -(B)(6) implanted: explanted: product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.